Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. This 2 mm x 40 mm x 144 cm coyote es otw balloon catheter was advanced and the balloon ruptured at 14 atm upon the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis with blood in the balloon and inflation lumen. Positive pressure was applied with an inflation device filled with water and a stream of water emitted from a pinhole adjacent to the proximal end of the proximal markerband. The balloon presented no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).